Event description:
The reporter stated that during bunion surgery, two screws sheared and broke off while being introduced using a power driver. They broke on initial contact with the surface of the bone. The screw parts were all removed from the surgical site without incident. There was no harm to the patient. The length of the surgical procedure was prolonged by about ten minutes. Other 2.7mm screws were available and were used instead. The broken screws were discarded at the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.